Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 125 mg/dl. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. The insulin pump passed the self test and displacement test. The device was monitored and no blank display anomalies occurred. The power connector plugged in and locked in place properly. There was no unexpected low battery alarms on the insulin pump.